Event description:
The customer reported that the device was turning on and off by itself. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device was turning on and off by itself. There was no report of patient involvement. A philips field service engineer went to the customer site to evaluate the device. The reported failure could not be recreated. Based on the reported issue, we will consider this a failure. We can not determine the cause as the failure could not be reproduced. The device passed all testing and remains at the customer site. As of 2/6 there have been no further calls from this customer site regarding this issue.